Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.